Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s clothes. Subsequently, the pump case would intermittently fall, causing infusion sets to be pulled out. The customer's blood glucose reached above 600 mg/dl which was ultimately addressed with the insertion of a new site and resumed insulin delivery on the pump.